Manufacturer narrative:
(B)(4). This report is considered a use error which can cause contamination of the fluid or fluid pathways. Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. The reported use error was confirmed, based on information reported by the nurse. The cause of the reported use error is unknown. A sample was not requested as this event involved use error and there was no allegation of a product malfunction.

Event description:
It was reported that a registered nurse (rn) disconnected and reconnected a solution bag during peritoneal dialysis with the homechoice (hc) while the patient was connected in fill 3 of 4. The rn stated that she disconnected the final bag and replaced the empty heater bag with it. The baxter technical service representative (tsr) advised the rn that bags cannot be disconnected/reconnected during therapy. The tsr reviewed proper setup. The tsr assisted with the end therapy early procedure and therapy was ended. There was patient involvement but there was no patient injury or medical intervention reported.